Manufacturer narrative:
A filter test was also performed. The handpiece passed this test.

Event description:
White particulate came down the irrigation shaft and into the pt's eye. Particulate was seen in and around the iris.